Manufacturer narrative:
The v60 vent was received at the international service center for evaluation. The service technician duplicated the report of the screen display disappeared, which was due to the back light not being turned on. The back light inverter was replaced and the event was resolved.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The international customer reported the v60 screen display disappeared but the unit continued to operate. The unit was replaced with another v60. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.